Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient's device has been activated. The recipient's device remains implanted. This is the final report.

Event description:
The recipient was reportedly experiencing retention issues. The recipient underwent skin flap thinning surgery and removal of bone growth around the site.